Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of possible over delivery of insulin. Customer reported that blood glucose was sporadic in a short amount of time. Customer reported that blood glucose went low from 70 mg/dl to 63 mg/dl to 48 mg/dl nine minutes later. Customer treated low blood glucose with orange juice. Customer was advised to speak with bayer meter department. Customer's blood glucose at the time of call went from 119 mg/dl to 139 mg/dl.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. No freezing or frozen screen noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.